Event description:
Device 1 of 3. Ref MFR report # 1627487-2013-19953, -19954. It was reported, the patient was implanted with two leads for a trial procedure. The patient reported effective stimulation while in the operating room. In post op, the patient reported the stimulation was ineffective and not in the pain pattern. On (B)(6) 2013, the patient still experienced ineffective stimulation and physician moved the leads down the patient reported better stimulation. On (B)(6) 2013, the physician removed both leads and implanted a new lead for the remainder of the trial. The patient reported good stimulation coverage but only 10-15% pain relief. The physician explanted the lead at the end of the trail on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.